Event description:
On 6/1/96, the catheter had been leaking. During removal of the catheter, it broke off and a fragment embolized to the pt's aorta. The pt was tranferred to another hosp where catheter fragment was removed.